Event description:
It was reported to resmed (B)(4) that an astral device's touch screen was unresponsive. There was no pt harm or injury reported as a result of this incident. MFR #3004604967-2015-00063.